Event description:
The device was implanted on 7/17/96, for intrathecal infusion of morphine. On 8/14/96, the facility nurse contacted a MFR nurse and reported that she had been unable to access the pt's device to refill it. She had attempted to refill the device several times and could not palpate the device septum. On 8/15/96, the MFR nurse met with the facility nurse at the facility. The pt's device pocket area around the right lateral flank region appeared ecchymotic due to errors in the previous needle stick attempts. The MFR nurse then attempted to access the device with a MFR 22 gauge needle; however, she was unsuccessful. The MFR nurse then informed the facility nurse that she felt that the device may have flipped in the device pocket or it had been sutured backwards with the device septum facing the spinal cord. Radiographic studies which were taken later that morning on 8/15/96, confirmed at the device septum was facing the spinal cord and could not be accessed. The pt was then scheduled for revision surgery on 8/16/96.s s